Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer went to the urgent care with a blood glucose (bg) level of 44 mg/dl. Customer attempted to treat their bg with consuming carbohydrates. Reportedly the customer fell and broke her hip and was hospitalized for this injury on 5/30. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.